Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert. The customer's blood glucose (bg) level was reported to be elevated; however, a specific value was not given. During troubleshooting with tandem technical support, customer indicated it is likely the pump remained on the menu screen causing the bolus to not be completed. Additional information regarding the bg impact was requested; however no additional information was provided.